Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Batch record review: lot 5j00843 was manufactured on 04/sep/2025, in flow wrap line, with a total of (B)(4) market units (mkus). The complaints engineer performed a batch record review on 26/mar/2026, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1737760 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Assembly process performed in the accordion line: the subassembly lot: 5h04963, order 1856481, material 1714353, was manufactured on 09/01/2025 in the accordion assembly line manufacturing line, with a total of 79,994 each (ea). The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5j00820, order 1866796, material 1714353, was manufactured on 09/05/2025 in the accordion assembly line manufacturing line, with a total of 67,395 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. Trilamination process performed in the esteem cmt line: the subassembly lot: 5h01734, order 1857026, material 1714347, was manufactured on 08/11/2025 in the esteem cmt wafer line manufacturing line, with a total of 61,920 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h04854, order 1865856, material 1714347, was manufactured on 09/02/2025 in the delta crusader new manufacturing line, with a total of 50,976 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g06565, order 1857025, material 1714347, was manufactured on 08/06/2025 in the esteem cmt wafer line manufacturing line, with a total of 52,992 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5j00988, order 1865857, material 1714347, was manufactured on 09/05/2025 in the delta crusader new manufacturing line, with a total of 44,400 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5j00989, order 1865858, material 1714347, was manufactured on 09/08/2025 in the delta crusader new manufacturing line, with a total of 51,840 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. - extrusion, lamination & cutting process performed in the elc #5, elc #6 and elc #7 line: the subassembly lot: 5h00655, order 1857133, material 1714344, was manufactured on 08/08/2025 in the elc #7 manufacturing line, with a total of 5,607 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h01422, order 1860467, material 1714344, was manufactured on 08/08/2025 in the elc #7 manufacturing line, with a total of 3,851 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g03449, order 1856704, material 1714344, was manufactured on 08/05/2025 in the elc #7 manufacturing line, with a total of 4,199 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h01423, order 1860472, material 1714345, was manufactured on 08/08/2025 in the elc #7 manufacturing line, with a total of 6,050 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g03321, order 1856443, material 1714345, was manufactured on 08/01/2025 in the elc #7 manufacturing line, with a total of 5,196 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g03445, order 1856703, material 1714345, was manufactured on 07/23/2025 in the elc #7 manufacturing line, with a total of 6,419 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h00656, order 1857134, material 1714345, was manufactured on 08/06/2025 in the elc #7 manufacturing line, with a total of 5,802 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h03187, order 1863870, material 1216903, was manufactured on 08/19/2025 in the elc #5 manufacturing line, with a total of 15,540 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h04348, order 1856100, material 1216903, was manufactured on 08/27/2025 in the elc #5 manufacturing line, with a total of 29,325 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g01601, order 1851757, material 1216903, was manufactured on 07/09/2025 in the elc #6 manufacturing line, with a total of 16,220 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h03463, order 1864253, material 1216903, was manufactured on 08/20/2025 in the elc #6 manufacturing line, with a total of 25,355 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h03984, order 1864867, material 1216903, was manufactured on 08/22/2025 in the elc #5 manufacturing line, with a total of 4,520 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h03629, order 1864569, material 1216903, was manufactured on 08/21/2025 in the elc #5 manufacturing line, with a total of 10,210 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h04923, order 1865110, material 1216903, was manufactured on 09/01/2025 in the elc #5 manufacturing line, with a total of 9,625 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h05071, order 1866102, material 1216903, was manufactured on 09/02/2025 in the elc #5 manufacturing line, with a total of 12,680 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h04957, order 1865111, material 1216903, was manufactured on 09/05/2025 in the elc #5 manufacturing line, with a total of 14,810 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. - mixing process performed in the amk mixer line: the subassembly lot: 5g04708, order 1858976, material 1738336, was manufactured on 08/02/2025 in the amk 450 mixer 8 manufacturing line, with a total of 3,472 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h00926, order 1860482, material 1738336, was manufactured on 08/06/2025 in the amk 450 mixer 8 manufacturing line, with a total of 1,736 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h00498, order 1860481, material 1738336, was manufactured on 08/05/2025 in the amk 450 mixer 8 manufacturing line, with a total of 1,737 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g05349, order 1860010, material 1738336, was manufactured on 07/24/2025 in the amk 450 mixer 8 manufacturing line, with a total of 5,208 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h02390, order 1862981, material 1738336, was manufactured on 08/14/2025 in the amk 450 mixer 8 manufacturing line, with a total of 6,511 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g01227, order 1845380, material 1738336, was manufactured on 07/07/2025 in the amk mixer large #2 manufacturing line, with a total of 5,905 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5f04568, order 1831532, material 1738336, was manufactured on 06/20/2025 in the amk mixer large #2 manufacturing line, with a total of 4,652 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5e00399, order 1831527, material 1738336, was manufactured on 05/02/2025 in the amk mixer large #2 manufacturing line, with a total of 5,628 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5f05912, order 1831533, material 1738336, was manufactured on 07/01/2025 in the amk mixer large #2 manufacturing line, with a total of 5,559 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g01731, order 1845383, material 1738336, was manufactured on 07/11/2025 in the amk mixer large #2 manufacturing line, with a total of 5,859 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g01720, order 1845382, material 1738336, was manufactured on 07/11/2025 in the amk mixer large #2 manufacturing line, with a total of 6,446 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g02984, order 1851783, material 1738336, was manufactured on 08/16/2025 in the amk mixer large #2 manufacturing line, with a total of 7,117 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h03947, order 1851784, material 1738336, was manufactured on 08/22/2025 in the amk mixer large #2 manufacturing line, with a total of 5,914 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h03098, order 1863864, material 1738335, was manufactured on 08/19/2025 in the amk 450 mixer 8 manufacturing line, with a total of 13,911 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g03252, order 1856335, material 1738336, was manufactured on 07/15/2025 in the amk 450 mixer 8 manufacturing line, with a total of 8,247 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h04959, order 1866074, material 1738335, was manufactured on 08/31/2025 in the amk 450 mixer 8 manufacturing line, with a total of 8,918 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h00606, order 1861413, material 1738335, was manufactured on 08/04/2025 in the amk 450 mixer 8 manufacturing line, with a total of 5,351 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h03098, order 1863864, material 1738335, was manufactured on 08/19/2025 in the amk 450 mixer 8 manufacturing line, with a total of 13,911 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5g03021, order 1856014, material 1738335, was manufactured on 07/14/2025 in the amk 450 mixer 8 manufacturing line, with a total of 1,784 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h04959, order 1866074, material 1738335, was manufactured on 08/31/2025 in the amk 450 mixer 8 manufacturing line, with a total of 8,918 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5h04960, order 1866075, material 1738335, was manufactured on 09/03/2025 in the amk 450 mixer 8 manufacturing line, with a total of 4,637 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5j01092, order 1866920, material 1738335, was manufactured on 09/05/2025 in the amk 450 mixer 8 manufacturing line, with a total of 8,561 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 5j01881, order 1867591, material 1738335, was manufactured on 09/09/2025 in the amk 450 mixer 8 manufacturing line, with a total of 5,351 ea. The complaint engineer performed a batch record review on 03/26/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Historical complaints review: on 26/mar/2026, complaints engineer ran a query in database in order to verify the complaints reported for the 5j00843 lot for the malfunction ¿inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer)¿ defect and no additional complaints were identified. Historical nonconformance review: on 26/mar/2026, complaints engineer ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer)¿ defect for the lot number 5j00843, 5h04963, 5j00820, 5h01734, 5h04854, 5g06565, 5j00988, 5j00989, 5h00655, 5h01422, 5g03449, 5h01423, 5g03321, 5g03445, 5h00656, , 5h03187, 5h04348, 5g01601, 5h03463, 5h03984, 5h03629, 5h04923, 5h05071, 5h04957, 5g04708, 5h00926, 5h00498, 5g05349, 5h02390, 5g01227, 5f04568, 5e00399, 5f05912, 5g01731, 5g01720, 5g02984, 5h03947, 5h03098, 5g03252, 5h04959, 5h00606, 5h03098, 5g03021, 5h04959, 5h04960, 5j01092, 5j01881, and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) ¿visual inspection¿ ¿ frequency: hourly ¿ sample quantity: 7 market units ¿ acceptance criteria: accept = 0/ reject = 1 based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) ¿visual nonconformities - laminated adhesive products¿ ¿ frequency: 100% ¿ sample quantity: continuous visual inspection ¿ acceptance criteria: accept = 0/ reject = 1 defect rate analysis there have been 1 defective part confirmed to date from a lot size of 72,000 products. This represents a defect rate of only 0.001%, which was well within an appropriate acceptable quality level (aql) for this defect which should be 0.25% based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot was unlikely to breach an aql of 0.25. To date, it was well within our accepted aql level for this type of failure mode or defect. Conclusion: no photographs for this complaint issue. Therefore, it was not possible to conduct an investigation for the reported issue. A review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user's mother reported that moldable opening dissolved, and left the plastic exposed around stoma for twenty-four hours after application. Denied any sharp edges but it felt uncomfortable on stoma. No cut or abrasion to stoma. Stoma was thirty-two millimeter (mm) and protruding. Output was liquid. Denied cleaning around stoma. Moreover, stated this had happened since the stoma revision surgery in november. No photograph was available at this time.